Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for volumetric accuracy on lot # 8036913. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, volumetric accuracy) was captured and addressed appropriately. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8036913. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for missing print. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use it was discovered that the barrels are not holding insulin and the scale markings are off with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: pharmacist reported on behalf of consumer that some of the barrels on the insulin syringes from a poly bag with this lot # are not holding the 1 ml of insulin like they should. Stated the syringe is not calibrated correctly.